Event description:
It was reported that the physician saw ¿crack¿ or break near the catheter tip. The scrub nurse confirmed the appearance of a crack. A new catheter was opened and used. Upon further review of the allegedly cracked catheter after the procedure, it was unclear whether the physician saw a crack, or bent the catheter in such a way that the holes at the tip of the catheter gave the appearance of a crack. There were no patient symptoms or complications associated with this event. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).